Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported being admitted to the hospital on (B)(6) 2011 and released on (B)(6) 2011. Pt stated he would have elevated blood glucose levels and then "bottom out". Pt reported his blood glucose levels were running between 200-300 mg/dl. Pt stated he would give a correction and then his blood glucose would drop. Pt's target blood glucose range is 140-150 mg/dl. Pt reported he would normally try to bring down his blood glucose by giving a correction on the infusion device. Pt stated after an hour, he would check his blood glucose and if it didn't come down, he would give an extra injection. Pt reported he thinks he only gave a correction on the infusion device when his blood glucose dropped on (B)(6) 2011. Pt stated he does not know the amount of insulin he delivered. Pt reported there may have been 2 hours in between time of the correction to the time he passed out and his blood glucose dropped. Pt stated he remembers checking his blood glucose right before it dropped and thinks it was around 80 mg/dl. Pt reported his wife gave him glucagon but it did not bring his blood glucose up. Pt stated he believes his blood glucose may have been around 20 mg/dl when his wife first checked it. Pt reported his wife call 911 and when the emts came to the house, he thinks his blood glucose was 140 mg/dl but he was still unconscious. Pt stated he was treated with an IV but is not sure if it was glucose or saline. Pt reported he is using a different type of infusion set now and his blood glucose level is going back to normal. No product return was requested.